Event description:
Kimberly-clark received a report from (B)(4) distributor stating, "the tube appears cut. The cut starts about an inch or below the balloon and continues down the length of the tube for about 2-3". The customer didn't notice it, until it had been placed in the patient." No patient injury reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database. (B)(4).

Manufacturer narrative:
Review of the device history record is pending. Analysis of device involved in reported event shows an irregular cut on the exterior tube and the jejunal lumen has a tear/cut. Investigation into the root cause of the reported event is ongoing. If any additional relevant information is identified following completion of the DHR review or once the investigation is completed, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.